Event description:
It was reported that the ilet pump produced a persistent abnormal noise and displayed an ¿unable to proceed, change insulin¿ alert during the fill tubing step when using multiple prefilled fiasp cartridges, and the user reverted to subcutaneous insulin by pen; the problem was characterized as an occlusion during cartridge load with incomplete insulin delivery and implicated the tubing component. Symptoms included hyperglycemia with a reported glucose of 193 mg/dl and no associated symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications-related problem was identified during assessment, with a medical device problem of complete blockage and involvement of the tube component. The user completed successful dry-run tests, but the pump repeatedly failed during actual fill tubing near 21 units, supporting a blockage during insulin advancement. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.